Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported the pd patient was admitted to the hospital for peritonitis on (B)(6) 2018 and remained in the hospital as of (B)(6) 2018. Additional follow-up was made with the pd patient's clinic registered nurse (rn) on (B)(6) 2018, who stated the patient had been from (B)(6) 2018 for pseudomonas putida peritonitis and was re-admitted on (B)(6) 2018 due to non-compliance with antibiotic treatment. Per pdrn the patient did report practicing aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the original infection. Per pdrn no fluid leaks were reported during treatments or prior to infection. Per pdrn the patient reported abdominal pain and severe fibrin buildup on (B)(6) 2018 and was advised to go to the hospital. Per pdrn no previous treatments were missed. The patient was discharged on (B)(6) 2018 and was provided with antibiotics to be included as part of treatment, but was non-compliant with including the antibiotics as part of treatments as instructed and ended up being re-admitted to the hospital on (B)(6) 2018 due to a recurrence of the infection. Per pdrn, as of (B)(6) 2018 the patient remained hospitalized, and indicated the patient¿s pd catheter may be pulled and the patient may be placed on in-center hemodialysis once discharged. Per pdrn no sample was available to be returned for evaluation. The lot number was unknown. Medical records were requested.

Manufacturer narrative:
Correction: additional MFR. Narrative. Clinical investigation: a temporal relationship exists between continuing continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler, liberty cycler set and the patient reported event(s) of cloudy effluent fluid, chills, abdominal pain and peritonitis, which warranted hospitalization and antibiotic therapy. There is no documentation or indication the liberty cycler or liberty cycler set caused or contributed to the event(s). Additionally, there is no allegation of a malfunction or of the machine not performing as expected. The etiology of the patient¿s cloudy effluent fluid, abdominal pain, chills and peritonitis is unknown. However, it is known pd therapy is associated with a high risk for infection. Therefore based on the information available, causality cannot be determined. Should additional information become available, please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
The discharge summary was received on 04/24/2018 and confirmed the patient presented to the emergency room (ER) with cloudy effluent fluid, chills, abdominal pain and was subsequently diagnosed with peritonitis. Peritoneal effluent fluid cultures and cell counts were obtained in the ER on (B)(6) 2018, and the results revealed an elevated white blood count (wbc) of 7,174 mcl, and the organism identified was pseudomonas putida. The patient was initially treated with a single dose of intravenous (IV) cefepime (dosage unknown), however once the above results were received, the treatment course transitioned to intraperitoneal (ip) cefepime (dosage unknown) with last fill for a combined total of two weeks. Multiple peritoneal effluent cell counts were performed during the hospitalization, and showed constant improvement throughout the admission. The wbc count dropped from 7,174 mcl to 1,180 mcl, from 1,180mcl to 1,760, from 1,760 mcl to 318 mcl, from 318 mcl to 127 mcl. A computed tomography (date unknown) was performed during the hospitalization, however no definite etiology was revealed to explain the patient¿s symptoms. The patient¿s current renal replacement therapy (rrt) regimen is unknown, as is their current disposition. It is unknown if any fresenius device(s) or product(s) were utilized during the course of hospitalization.

Manufacturer narrative:
H2 plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A search for potential lot number delivered to the patient was performed resulting in three different lot numbers. An investigation of the device history records (DHR) was conducted by the manufacturer of potential related lots. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 the patient contact reported this patient with end stage renal (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) presented to the outpatient dialysis clinic on 03/19/2018 experiencing cloudy effluent, severe fibrin build-up and abdominal pain (severity unknown) and was subsequently hospitalized and diagnosed with peritonitis. During an additional follow-up call to the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018, it was confirmed the patient was hospitalized on (B)(6) 2018 for pseudomonas putida peritonitis. Additional details surrounding the patient¿s hospital course were unknown. The patient was discharged on (B)(6) 2018 on antibiotic therapy (unknown drug, dose, frequency and duration) and continued to perform ccpd therapy. Furthermore, it was reported the patient was re-admitted to the hospital on 04/01/2018 due to a reoccurrence of peritonitis, related to non-compliance with antibiotic treatment (unknown drug, route, dosage, frequency and duration ). The pdrn stated the cause of the infection was unknown. Additional details surrounding the patient¿s hospital course were unknown. Moreover, the pdrn stated the patient did report practicing aseptic technique when completing peritoneal dialysis treatments however, the pdrn could not confirm what attributed to the patient¿s peritonitis infection. There were no fluid leaks reported during treatments or prior to infection. The pdrn confirmed as of 04/04/2018 the patient remained hospitalized, and indicated the patient¿s pd catheter may be ¿pulled¿ (not a fresenius product) and the patient may be placed on in-center hemodialysis (hd) once discharged. It was confirmed by the pdrn no sample was available to be returned for evaluation. The patient¿s current inpatient rrt regimen was unknown, as was their current disposition. It was unknown if any fresenius device(s) or product(s) were utilized during the course of hospitalization. Additional information was requested, however at the time of this investigation remained unavailable.

Manufacturer narrative:
Conclusion: there is a temporal relationship between ccpd therapy with the liberty cycler and the liberty cycler set and the patient event (s) of peritonitis abdominal pain, severe fibrin build-up, cloudy effluent and peritonitis which required hospitalization and the administration of antibiotic therapy. There is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty cycler and liberty cycler set. There is no report of a malfunction or leak associated to the event. Additionally there is no allegation of the machine malfunctioning or the machine not performing as expected. The etiology for this patient¿s peritonitis event is putida peritonitis, strains are ubiquitous in soil and water but have been seldom isolated from humans. (Udaondo 2014). The cause of the patient being readmitted to the hospital on (B)(6)2018 was due to patient non-compliance with prescribed antibiotic regimen. The hospital discharge summary was requested, however as yet is unreceived. Should additional information become available, please re-submit for clinical investigation review and the need for a clinical investigation will be re-evaluated. A supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuing continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler, liberty cycler set and the patient reported event(s) of cloudy effluent fluid, chills, abdominal pain and peritonitis, which warranted hospitalization and antibiotic therapy. There is no documentation or indication the liberty select cycler or liberty cycler set caused or contributed to the event(s). Additionally, there is no allegation of a malfunction or of the machine not performing as expected. The etiology of the patient¿s cloudy effluent fluid, abdominal pain, chills and peritonitis is unknown. However, it is known pd therapy is associated with a high risk for infection. Therefore based on the information available, causality cannot be determined.

Event description:
The discharge summary was received on 04/24/2018 and confirmed the patient presented to the emergency room (ER) with cloudy effluent fluid, chills, abdominal pain and was subsequently diagnosed with peritonitis. Peritoneal effluent fluid cultures and cell counts were obtained in the ER on (B)(6) 2018, and the results revealed an elevated white blood count (wbc) of 7,174 mcl, and the organism identified was pseudomonas putida. The patient was initially treated with a single dose of intravenous (IV) cefepime (dosage unknown), however once the above results were received, the treatment course transitioned to intraperitoneal (ip) cefepime (dosage unknown) with last fill for a combined total of two weeks. Multiple peritoneal effluent cell counts were performed during the hospitalization, and showed constant improvement throughout the admission. The wbc count dropped from 7,174 mcl to 1,180 mcl, from 1,180mcl to 1,760, from 1,760 mcl to 318 mcl, from 318 mcl to 127 mcl. A computed tomography (date unknown) was performed during the hospitalization, however no definite etiology was revealed to explain the patient¿s symptoms. The patient¿s current renal replacement therapy (rrt) regimen is unknown, as is their current disposition. It is unknown if any fresenius device(s) or product(s) were utilized during the course of hospitalization.